Manufacturer narrative:
A titan otr pump and cylinders 1 and 2 were received for analysis. Evaluation revealed a separation in the shorter exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion, indicating that the tubing had been kinked and abrading upon itself for some time. Microscopic evaluation revealed surface abrasion on the pump inlet and longer pump exhaust tubing strain relief, and on both pump exhaust tubes, indicating repetitive contact between surfaces. No functional abnormalities noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing strain relief and pump inlet strain relief indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the shorter pump exhaust tube kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the shorter pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.